Event description:
A health professional reported that a patient was revised to address a capri corpectomy cage with set screws that migrated one month post-operatively. It was further reported that the patient complaint of pain.

Manufacturer narrative:
Additional data: d9, h3. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.